Event description:
Information was received from a consumer (con) regarding patient programmer. It was reported that they have been having problems con necting to the personal therapy manager (ptm) since this morning. The patient representative (rep) said the patient was getting the message no device found. The agent reviewed best connection practices with the rep. The patient was able to successfully connect while on call but mentioned "it stalls at 90 percent." The rep mentioned that the patient was locked out for 2 hours and 50 minutes and the lockout duration was 4 hours. The agent had caller access the therapy details and lockout duration is 4 hours and patient were locked out to lockout duration. The rep stated that the patient has not had a bolus today. The rep did not know what medication patient has in their pump. The agent stated that the physician has access to patients pump logs to see if a bolus was delivered. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.   2024-11-11 (B)(6) (con): additional information was from a consumer (con) stated tha the patient's sister wanted to know what was listed for "usage as of today." The agent informed the rep that medtronic cannot remotely access patient's pump information or pump logs. The patient re-reported having issues delivering bolus earlier today. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID a820, product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.